Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown hip acetabular cup; s-rom*insert l32,10 deg, 32mm liner; unknown acetabular screw.

Event description:
Patient was revised to address asymmetric poly wear and loosening of the cup at the bone to implant interface after pulling on it with a rongeur. It was also indicated that the srom super cup and poly dial liner were both removed and a competitor cup and liner were implanted. Doi: 1990; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.